Event description:
This report is being amended per request of pt secondary to their evaluation of the original medwatch report that was sent to mentor corporate office. Pt noted that the suspect medical device info was incorrectly listed as mentor. This info was obtained from a copy of the anesthesia record from a clinic in 1986 which became a part of their medical record in 2002. It is noted in the pt's medical record that the pt developed capsular contractures of the 1986 implants and they had been removed and replaced with smooth mentor, size 450 subglandulary in 1987. Over several years these implants became encapsulated and hard. The pt developed medical problems and symptoms associated with silicone implants. In 2004 the pt had bilateral total ablative capsulectomies and bilateral breast reconstruction using mastopexy secondary to problems with silicone gel implants, grossly ruptured, bilateral, silicone gel implants, subglandular. Pathology amended report notes the presence of mild chornic inflammation in the skin and fibrous pseudocapsule and focal, small aggregates of foamy histiocytes in the fibrous pseudocapsule of both specimens. The later finding is consistent with foregin body reaction. No definite foreign material is observed by light or polarization microscopy. Noted on the surface of the right breast implant were embossed concentric rings, measuring 4 cm in diameter. Similiar sets of embossed rings were present in the middle of one surface of the left breast implant.

Event description:
Pt admitted to hosp for removal and replacement of bilateral ruptured silicone gel implants secondary to deflation.

Event description:
Pt admitted to hospital for removal of bilateral ruptured silicone gel implants. Original implant date was 1986. Surgical revision was done in 1987. This report is result of implant removal in 2002. -bilateral total ablative capsulectomies and bilateral breast reconstruction performed using mastopexy secondary to problems with silicone gel implants, grossly ruptured, bilateral and subglandular. Removed implants were identified by direct inspection by the pathologist as having embossed concentric rings. This report is an amendment to both the first report submitted 10-2002 to mentor corp. An followed by an amendment submitted 07/2004 to FDA and mentor corp. Amendment was requested because pre-admissions history and physical record noted incorrectly that implants had been replaced. Re-dictation was made by surgeon upon notice from pt that record was incorrect and that no implant replacement occurred. Pt now respectfully requests that medwatch report be revised, amended and resubmitted.